Event description:
The plaintiff was implanted with an ams bioarc sling. It was alleged by the plaintiff's attorney that the product has caused the plaintiff, "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff, "continues to suffer from dyspareunia, continued incontinence, infections, pelvic and back pain, and swelling." It was also alleged that the product caused the plaintiff to, "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.